Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the guiding catheter and/or other devices resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and mildly calcified de novo lesion in the left main artery. A 4.5x15mm nc trek balloon dilatation catheter (bdc) was used for post-dilation. The balloon was deflated; however, the balloon could not go back into the guiding catheter during removal. The bdc and guiding catheter were removed together as a unit. The left radial artery was punctured (access site) to treat additional vessels and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.